Event description:
The account alleges that the head hi/low is drifting downward.

Manufacturer narrative:
The technician determined that the trendelenburg handle was stuck. The technician released the trendelenburg handle which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.